Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently hot to the touch despite being in room-temperature conditions. Reportedly, the pump was charging on a few occasions and not charging during other events when pump became hot to the touch. The customer's blood glucose was around 300 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.